Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture, pain, and stated that "it is getting larger." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases and missing shell. A weight test of the device was verified and the device underweight. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp/smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp/smooth edge broken in the side radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
The device was explanted.